Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sterile package was cut as he/she picked it up from the outer box. The user alleged that a cutter was not used to open the outer box.

Manufacturer narrative:
The reported event was confirmed. The exact time of how and when problem occurred could not be determined. Received opened package for evaluation. Per the visual inspection, the sample was evaluated and observed that the package was torn horizontally, middle(front), in a straight line. It was observed that the leaflet was not torn. The tear potentially came from a sharp object. Per the dimensional evaluation, the tear was about 8.02 cm long. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications. Method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver catheter". (B)(4).

Event description:
It was reported that the sterile package was cut as he/she picked it up from the outer box. The user alleged that a cutter was not used to open the outer box.